Manufacturer narrative:
Voluntary medwatch report #: mw5147812.

Event description:
It was reported that the patient presented for follow up with under-sensing of supraventricular arrhythmias exhibited by the right atrial lead. No further information was available.